Event description:
Tech alleged the brake casters would rachet. No pt impact.

Manufacturer narrative:
The tech found the cause to be worn brake casters. The brake casters would hold the wheel from rolling but not from swiveling. The tech replaced the brake casters to resolve the issue.